Event description:
The svc report shows the customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. The customer biomedical engineer states he verified the malfunction. The npb customer svc engineer was not authorized to repair the device.

Manufacturer narrative:
Puritan bennet not authorized by customer to service this unit.